Event description:
A report from co's distributor stated that the valvewire did not seal the balloon. When the device was examined the technician found the balloon had burst. The report from the distributor had not reported the burst balloon.